Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer lock. No further information is available.

Manufacturer narrative:
An unexpected tubing set with an unspecified issue was returned by the customer. Visual inspection of the as-received set sample observed its male luer was broken. There was a crack around the male luer collar and the tip was broken off. The broken off tip was lodged within the needleless connector. No functional testing was deemed necessary due to obvious damage. The root cause was identified as design of the male luer component.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics/involvement was not provided by the customer.

Event description:
It was reported that the male luer broke upon review of the attached photo of the unexpected return. The customer stated that there is no event information available.